Event description:
It was reported that a dexcom g6 sensor completed warmup and paired with the dexcom app but failed to pair with the ilet, triggering dosing stops soon and not paired notifications; the caregiver re-entered the sensor code and transmitter serial number per guidance. Symptoms included loss of continuous glucose data to the ilet and interruption of automated dosing. Outcomes included temporary dosing suspension and the need for user troubleshooting. Investigation included customer interview and remote troubleshooting focused on pairing steps and verification of sensor code and transmitter serial number. Investigation of this case revealed a communication or pairing issue between the cgm transmitter and the ilet that prevented successful linkage, with no evidence of a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was use-related or environment-related interference affecting cgm-to-ilet pairing.